Manufacturer narrative:
Investigation summary: device/batch history record review: yes. DHR was performed on lot number 7066527. In process samples passed inspections (including but limited) of machine caused damage and air/water leak test for catheter assembly. Visual analysis: observations and testing: received one used catheter adapter assembly along with a piece of top web (packing) from lot number 7066527. Water/air leak test: using a lab supplied male slip luer test fitting performed a water/air leak test. Leakage was observed, air bubbles formed from inside the nose of the adapter. Visual/microscopic examination: since no damage could be found on the catheter tubing, the catheter was dissected to better observe the condition of the tubing. The catheter tubing revealed damage (hole) caused by the needle tip also, the tubing revealed wrinkles at the connection of the tubing and the wedge. Investigation samples(s) meet manufacturing specifications: no. The unit leaked through a cut found on the catheter tubing and wrinkles were observed at the connection of the tubing and the wedge. Conclusion: the unit received leaked through a cut on the catheter tubing confirming the failure subject of this investigation. Did the evaluation confirm the customer¿s experience with the bd product? Yes. The unit received leaked through a cut on the catheter tubing confirming the failure subject of this investigation. Were we able to reproduce the customer's experience with the bd product? Yes. The unit received leaked through a cut on the catheter tubing confirming the failure subject of this investigation. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing. Comment: although the failure was caused by manufacturing a definite source that caused the damage observed on the catheter tubing could not be determined. The damage observed caused leakage which could potentially be triggered by the needle skive due to wrinkled tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage was found from the connection of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. During/post use. There was no report of injury or medical intervention.